Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was eating with his wife, the patient's eye were changing and appeared as the patient was "fading away." The patient's blood glucose (bg) levels were noted to be 90 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The patient was convulsing and loss consciousness. The patient's wife gave the patient baqsimi (nasal spray containing 3 mg of glucagon) and 3 spoons of honey to increase the bg levels. The patient's ripped the pod off of the site. The incident occurred at their friends house who is a doctor. The doctor advised the patient to eat more carbs (mashed potatoes) and gave the patient a prescription to replace the used baqsimi.